Manufacturer narrative:
At this time, the device in question has been requrested to be returned for investigation. If the device is received, an investigation will be performed to confirm the problem and determine root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the paitent harm that could be caused by device inaccuracy.

Event description:
The paddles on the balance femoral paddle instrument did not move smootly and the gap values were less than the surgeon expected.

Manufacturer narrative:
At this time, the device in question has been requested to be returned for investigation and that request has been denied. Zimmer biomet japan has indicated an intention to continue using the device since they were unable to duplicate the event. This report is being filed to document the unwillingness to return the device and the intention to continue using a device associated with a FDA reportable event. Orthalign acknowledges and understands the risk for patient harm with continued use and will continue to request the device be returned for evaluation.

Event description:
The paddles on the balance femoral paddle instrument did not move smoothly and the gap values were less than the surgeon expected. Zimmer biomet unable to duplicate the reported issue and is unwilling to return the requested instruments and may continue to use them until orthalign provides replacements

Manufacturer narrative:
The part was returned to orthalign for evaluation . The investigation has been completed by an orthalign engineer. The complaint was confirmed. A possible root cause was identified as an issue with tolerance stack up. Orthalign will continue to monitor this issue and take action when alert limits are reached. No further action is needed at this time.